Event description:
It was reported that the procedure was to treat a calcified lesion in the profunda artery. The steelcore guide wire was advanced and used without issue. During removal, resistance was noted with the plaque in the artery, and the tip separated in the anatomy. An attempt was made to snare the tip, but this was unsuccessful. The patient was sent to surgery and the tip was retrieved successfully. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.